Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that 240ml of solution was filled into the infusor and the infusion time was 55 hours, after which time 100ml of solution remained. There was no patient injury or medical intervention associated with this event. No additional information is available.